Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately eleven months. Per follow-up with the health-care provider, the reason for the explant was due to perivalvular leak. The health-care provider also mentioned that the explant was not related to any device malfunction. Per the operative report, a transesophageal echocardiogram probe showed the obvious perivalvular leak in the left coronary sinus. This was a fairly severe, but partial dehiscence of the valve. A hockey stick aortotomy was performed and good exposure of the valve was found. The leak was clearly seen. The valve was excised with a knife, and the area was debrided. There was no evidence that this looked like infection. There was just an area of calcium bar there where the valve had not seated well and a suture had cut through. A new edwards pericardial valve was prepared and sewn in ventricular-to-aortic pledgeted sutures and seated down well. The echo was checked after the patient was warmed. The heart was full, and there was no evidence of periprosthetic leak.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device has been discarded, therefore, the root cause of the reported perivalvular leak cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause could not be investigated, the source of the reported perivalvular leak may have been on an area of calcium bar there where the valve was not seated well and a suture had cut through mentioned in the operative report. No further actions are possible with the available information.